Manufacturer narrative:
The customer relocated patients being monitored on the failed xhibit central station until the issue could be resolved. A spacelabs field service engineer (fse) went on site and re-licensed the xhibit and confirmed functionality. Based on information provided by the customer the failure was a result of sudden power loss. Sudden power loss may cause corruption of files.

Event description:
The customer reported that following a power failure at the hospital, their xhibit central station had lost its license and was unable to continue monitoring. There was no patient or user harm associated with this event.